Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 04/01/2016 to report that they experienced no audio output and a hypoglycemic event on (B)(6) 2016. The patient was in bed and had a missed low as a result of the receiver not beeping. Patient's wife called the paramedics and when they arrived, the patient's blood glucose (bg) was at 25mg/dl. The paramedics administered glucagon, and the patient was taken to the emergency room (ER) for approximately 8 hours. Patient was monitored and given fluids before being released. Additionally, patient tested the receiver's audio function and it did not beep. No additional event or patient information was provided.